Manufacturer narrative:
The device was returned to the philips bench repair facility. Results of functional testing indicate that there was no speaker sound at the start up test, and it failed on the mt56060 tool. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to the customer site.

Manufacturer narrative:
The device was returned to the philips bench repair, but no purchase order (po) was received by the customer. The product malfunction was unable to be confirmed, because the po was missing. The device was returned to the customer unrepaired.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that there was a speaker malfunction, and no tone was heard. The device was not in use on a patient at the time of the event, so there was no patient involvement.